Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
There was no ge healthcare repair. Block a: no report of patient involvement.